Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted alarms during use and that automatic ventilation did not work. The patient was manually ventilated; no patient consequences have occurred.

Event description:
It was reported that the device posted alarms during use and that automatic ventilation did not work. The patient was manually ventilated; no patient consequences have occurred.

Manufacturer narrative:
The device was checked on-site by a dräger service engineer. It could be determined that the membrane of the expiratory valve tended to stick at the valve crater due to condensed humidity. Delayed opening during the expiration phase may lead to increase in airway pressure and to disturbance of ventilation. The engineer determined that the user did not follow the manufacturer's recommendation of at least weekly cleaning of the so-called compact breathing system which is the functional unit where the valves are integrated that control the ventilation cycles. Furthermore, no pre-use check was performed with the workstation prior to the concerned procedure. Dräger finally concludes that the reported observation must be attributed to use error, in particular to insufficient reprocessing. The device has detected the impairments in ventilation and posted the corresponding alarms.